Event description:
Baxter (B)(4) received a report that an infusor leaked after filling. Allegedly, the customer observed a scratch on the blue winged cap which appeared to be the source of the leak. The device was being filled with a solution containing morphine. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir since the tubing had been cut to drain the fluid out. Visual inspection of the sample showed no signs of "scratch" or physical abnormality on the blue winged luer cap that could have caused the reported issue. A functional leak test was subsequently performed by manually filling the sample with color water to its nominal volume. Thereafter, the sample was being monitored for 24 hours. After 24 hours, no evidence of leak was observed around the blue winged luer cap or on other parts of the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.